Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image was not displayed and the scope communication error e226 was displayed during preparation before an unspecified procedure. Olympus (B)(4) checked the subject device and found that the camera cable had failure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus australia (oaz), there was the possibility that this phenomenon was attributed to the conduction failure of the camera cable due to inappropriate handling by the user facility such as follows. The cable was broken due to excessive force such as twisting and/or bending. There was water immersion due to the damage of the subject device by mechanical impact such as dropping and/or bum. The subject device was connected to the video system center while the video system center was power-on, consequently the electrical circuit of the subject device was damaged due to the inrush current. The electrical contacts were corroded, because the contact of the video connector was connected with dirt and water attached. Olympus stated the appropriate handling of ch-s200-xz-ea and the counter measures against abnormalities in the instruction manual of ch-s200-xz-ea.